Event description:
Occurred during testing. According to the reporter, the device failed to charge with a therapy leads off message. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not recognize therapy electrodes connected to it and the defibrillator would not charge. Physio replaced the device therapy connector, and then observed proper operation through functional and performance testing. Further evaluation of the replaced assembly observed that a wire to the connector plug, designator j24, was broken off at the solder joint.